Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply beeped three times. The power supply beeped when activated. Although some of the staff thought this was normal there was one staff member who thought this represented a problem and the power supply was sent to biomed. (B)(6) in biomed checked it out and could not find any problems. They felt that the beeping seemed normal so the device was placed back in service and will be watched closely. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).